Manufacturer narrative:
Stryker evaluated the device further and verified the functional issue with the replaced keypad. Contamination was found between the dome switch and contact trace of the power button. Root cause is due to contamination inside the power button of the main keypad. H6 conclusion and results code grids have been updated to reflect this new information.

Event description:
During routine preventative maintenance testing by stryker, the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. The main keypad was replaced, and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, the device would no longer power on. There was no patient use associated with the reported event.